Event description:
The customer reported that her olympus evis exera iii xenon light source¿s lamp went out during a diagnostic procedure. According to the initial reporter, the intended procedure was completed by turning the unit off and then back on. Reportedly, the patient¿s outcome was considered ¿fine¿.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event and request an olympus field service engineer (fse) to come and replace the faulty lamp. An olympus fse was dispatched to the user facility. While evaluating the device, the fse confirmed that there was no lamp light on the subject device and the existing lamp did require replacing. Additionally, a large amount of dust contamination was found within the connectors and the contact points were corroded. The fse informed the customer that proper device maintenance of the device is required. The customer informed the fse that the user facility does not keep a biomedical engineer on site for such actions. Continuing the evaluation, the fse discovered that the tower itself contained rust and peeling paint due to chemical damage and the cables were a ¿nested mess¿. The fse cleaned up and organized the cabling and then replaced the lamp. Following the replacement, a functional test was performed, and the subject device was operating properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the lamp did not light up due to a faulty main lamp. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.